Event description:
It was reported that during a procedure the system 6 recipricating saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the system 6 reciprocating saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Corrosion was visually found on the drivetrain assembly. Upon disassembly, the technician noted that there was a lack of lubrication between the drivetrain and spherical bearing areas. The device was repaired and returned to the user facility.